Event description:
It was alleged that the display of the infusion device was defective. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.